Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable pacing/defibrillation/ECG electrodes and diagnosed in ventricular fibrillation. Subsequent to the first shock of 200 joules, the pt's rhythm converted to asystole. External pacing was initiated and the pacing current increased. According to the reporter, the monitor displayed excessive artifact and a service icon displayed when the pacing current reached 170ma. The pt was transported to the hosp but was not resuscitated. The reporter stated the alleged device malfunction did not cause or contribute to the pt's death because of rptr's opinion that the pt was not viable.